Manufacturer narrative:
The returned device was evaluated. During evaluation the cable failed the functional test, however when the cables were manipulated, the devices would start to work. X-ray investigation revealed a potential break inside the bend relief area.

Event description:
It was reported that there is an intermittent spo2 signal. There was no known impact or consequence to patient.